Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician experienced friction during the introduction of a taxus element 16mm x 3.50mm stent into the catheter guide.the physician checked the stent and observed a kink with the link of the stent. He decided that the stent would not be used in this procedure. There were no patient complications and the patient status was fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician experienced friction during the introduction of a taxus element 16mm x 3.50mm stent into the catheter guide. The physician checked the stent and observed a kink with the link of the stent. He decided that the stent would not be used in this procedure. There were no patient complications and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with the shelf box. There was blood on the tip of the catheter. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and tactile inspection of the device revealed the tip was damaged. There was a shaft kink 10.5 cm from the tip. There was white fibrous foreign material entwined in the proximal end of the stent struts. The first row of struts on the proximal end of the stent was stretched with struts bent and flared. The maximum outer diameter of the undamaged portions of the sds met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4)